Event description:
It was reported that the patient collapsed in the lobby of a rehabilitation clinic. CPR was initiated and continued through transport to the hospital but with no success. Patient expired. ICD interrogation was made impossible by backup vvi mode. Review of stored egm showed noise in the rv is-1 channel being binned as fib and resulting in an hv shock.

Manufacturer narrative:
(B)(4). The partial lead with separate connector pins was returned for analysis. The portions that were returned were otherwise normal. Without return of the entire lead a complete analysis could not be performed.